Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the floating microcatheter was selected to put it in place, and found that the connection at the tail end of the floating microcatheter was damaged. It was replaced with another floating microcatheter and put it in place smoothly. It was reported that the catheter was separated/broken. The separation/break was found out of package or during preparation. The package was not damaged and there was no evidence of tampering. The proximal section was broken. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the IFU. The patient was undergoing surgery for treatment of an arteriovenous malformation. It was noted the patient's vessel tortuosity was normal. The access vessel was the femoral artery with 9mm diameter. No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a sheath.

Manufacturer narrative:
H3: a marathon micro catheter was returned for analysis. The marathon catheter total length was measured to be ~171.9cm. The marathon useable length was measured to be ~165.7cm. Upon visual examination, no issues were found with the marathon hub. The marathon catheter body was found to be flattened at ~32.4cm for ~7.1cm from distal tip. No damages were found with the distal marker band and distal tip. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿prod damaged/deformed out of pkg¿ was unable to be confirmed as no damages were found with the marathon catheter. No damages were found with the returned marathon micro catheter that are consistent to the reported ¿prod damaged/deformed out of pkg¿. Based on the device analysis and reported information, the customer¿s report of ¿catheter separation/break¿ was unable to be confirmed as no there was separation found with the marathon catheter. No damages were found with the returned marathon micro catheter that are consistent to the reported ¿catheter separation/break¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.